Event description:
While this guidewire was being advanced into the pt, the teflon coating began to come off. There has been no claim of injury related to this event. The device is being returned for analysis.